Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient age and dob requested but not provided, however the event reportedly occurred in the nicu, therefore it is presumed that the patient was a neonate patient.

Event description:
It was reported that during a fentanyl infusion on a neonate patient in the nicu that the trifuse tubing sets leaked. The infants PICC line tubing set with the fentanyl syringe was noted to be leaking at the trifuse extension arm with the red clamp during the morning report. All of the connections were checked and found to be tight and secure. A 4x4 gauze pad was placed under the area that was leaking to find that a small amount of leaking continued. The fentanyl syringe infusion was switched to an open port on another trifuse without further complications, however, this occurred with two trifuse tubing sets on the same infant that were required to be changed over night.